Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus and rewind. Customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.